Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the emergency room for syncope and was intubated. There was also intermittent loss of capture. It was noted the patient has complete heart block. A revision procedure was performed and the lead was explanted and successfully replaced. The patient has been extubated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.